Event description:
While hospitalized, it was discovered that the customer had a crack on her insulin pump. Her blood glucose was 212mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection. Pump passed functional test including prime (a33) displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Am 11/4/14 gm 11/5/14(B)(4).